Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had experienced a fall, as a result the ipg incision was open. No intervention has been planned for the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of explant received,

Event description:
Additional information was received where patient¿s ipg pen site has been an ongoing problem. As a result patient¿s system was explanted.